Event description:
Caller reported a pump malfunction without any prior notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any further issues arose, which the caller acknowledged and understood.